Event description:
It was reported that black foreign matter was discovered on tubing with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that a black dust-like fm was found onto the tube.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but three (3) photos were received for evaluation. Upon review of the photos, there is a bd push button blood collection set with black foreign matter on the tubing of the device. Bd was able to confirm the customer complaint of foreign matter based on the photos provided. The most likely cause of the fm appears to be pallet dust. It is likely that the part was not pressed correctly between the center posts in the pallet and was able to hang off, getting trapped between two pallets and accumulating the dust. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that black foreign matter was discovered on tubing with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported that a black dust-like fm was found onto the tube.